Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a low blood glucose (bg) level. The contact could not provide further details. Multiple attempts were made to contact the customer for additional information; however, the customer did not respond to the requests.